Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a low blood glucose event while using the ilet, with a lowest reported value of 55 mg/dl and device alerts for low glucose; the user ingested oral glucose and a subsequent fingerstick measured 72 mg/dl, consistent with the ilet reading. Symptoms included headache, shakiness, and difficulty thinking. Outcomes included no need for medical assistance and no professional medical intervention or hospitalization. Investigation included troubleshooting and user education regarding hypoglycemia management. Investigation of this case revealed no device malfunction, and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.